Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a cause. The most likely cause is attributed to a manufacturing issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/4/2023, it was reported by a distributor via (B)(4) that an ar-1588tnt acl-fibertag tightrope abs needle took off the suture. The case was completed using a free needle. This was discovered during an acl quadlink procedure on (B)(6) 2023.